Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. A technical summary was created to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, the cause for the reported native valve overhanging leaflet with subsequent central leak post valve deployment cannot be confirmed; however, per report the causes for the leaflet obstruction could be that one of the native leaftlets may have been long; or, one of the native valve leaflets may have torn partially causing the obstruction of flow. According to the information provided, the 2nd valve was deployed 33% higher (more aortic) within the first one. It is possible then that the mechanism explained in the tecnichal summary mentioned in the paragraph above also applies to this complaint. The device was not available for evalution, as it remains implanted in the patient. The event was not considered to be associated to a malfunction of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Per the edwards lifesciences field clinical specialist report, during a transapical tavr the 26mm sapien valve was positioned 50:50 and deployed successfully in a 50:50 aortic position. Post deployment echo showed that a native leaflet was obstructing the function of the sapien valve resulting in central aortic insufficiency (ai). A 2nd 26mm sapien valve was placed 33% higher than the first valve to pin back the native leaflet. ¿the result was great and there was no cai¿. The patient is in a stable condition. The causes for the leaflet obstruction were discussed with the operators; it was considered that the reasons could be that one of the leaftlets may have been long; or, one of the leaflets may have torn partially causing the obstruction of flow. Per report the aortic valve leaflet calcification was moderate.